Manufacturer narrative:
Patient age at time of event: over 18 years old. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported an incomplete seal of the left atrial appendage (laa) was observed post procedure. In (B)(6) 2015 a 21mm watchman laa closure device was successfully implanted during a laa closure procedure. In (B)(6) 2015, the patient came in for a follow up transesophageal echocardiogram (tee) and it was noted that the device was extremely proximal and there was a large gap around the device, which was far too large to endothelialize. The device was fixed at the ostium, but only by some of the struts/anchors and not fully occluding it. The patient did not experience any symptoms. The plan was to see if the gap could be filled with a closure device, but on reflection, it was decided that an explant would be tried first. The device was retrieved and removed with a non-bsc snare. A new non-bsc device was implanted which successfully closed the laa. There were no patient complications and the patient's condition is stable.